Event description:
It was reported that a burning smell was coming from the system. No injury reported. A field engineer was dispatched to the site and it was determined that the computer power supply needed to be replaced. Once this was completed the system was working as intended.